Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer experienced an elevated blood glucose (bg) level of over 500 mg/dl. Reportedly, the customer received assistance from who administered a correction injection to address the bg. Customer reverted to an alternate method of insulin therapy.